Event description:
It was reported that during a stenting treatment procedure balloon withdrawal resistance occurred. A 2.5x16mm promus premier stent was successfully deployed in the left anterior descending artery (lad). However, when the physician attempted to remove the fully deflated stent delivery balloon from the deployed stent, the balloon was ¿sticky¿ and the physician experienced difficulty removing the balloon. The physician inflated the balloon again and jiggled it and was able to remove the balloon from the patient. The procedure was completed with this device. No patient complications were reported and the patient¿s current condition is fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).